Event description:
It was reported that before the patient was implanted, their bladder retained urine, caused contaminations very frequently, and the patient had prescriptions for antibiotics. The patient¿s health care provider (hcp) suggested the device and the patient thought the device was going to take care of contaminations. Since the patient had the device put in, they had 2 contaminations. The first one was in the first part of (B)(6) 2014 and the second one started last night when the patient started feeling the burning. The patient had to go to the hospital to leave the urine and they called their hcp, but they were not there and were booked in 3 days. They would try to give the patient a phone appointment. The patient was very happy that they didn¿t have to get up all night long, maybe twice a night. The patient did not have any incontinence and did not have incontinence before. The patient¿s main concern was the contaminations and antibiotics. The patient saw their manufacturer representative at surgery and only one other time. The patient was groggy at the surgery day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pab2, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).